Event description:
The customer reported that the alarm sounds after each xray. The alarm must be reset to allow you to continue.

Manufacturer narrative:
The ge service rep checked the connections and power supplies. He then removed and replaced the monoblock. The system fluoroed for over 6 minutes, changing between one copper sheet and none, without error. The system is operating as intended.